Event description:
The customer initially reports that the "tip broke off on 1 side (of blade) but does not have tip to return. Instrument being returned for evaluation. There was no pt injury. On (B)(4) 2010, the customer reports via telephone that the surgeon noticed that the tip was loose, he placed it on the mayo tray where the tip fell off. Device and tip were removed from the surgical field. No x-ray necessary.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.